Manufacturer narrative:
This event occurred in (B)(6). The customer changed the 3 reagent containers, replaced the sipper probe and passed 2 racks with activator. The dilution cup is cleaned once a week. The sample probe is cleaned every day. The customer performed the clean sample probe function 3 times and the tubing was flushed.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was 158 mmol/l. The repeat result was 134 mmol/l. The questionable result was not reported outside of the laboratory. The na electrode lot number was v82. The expiration date was not provided.

Manufacturer narrative:
The customer complained of discrepant na and potassium (k) results for an additional patient sample: the initial na result was > 195 mmol/l. The sample was repeated twice with results of 136 mmol/l. The initial k result was 6.1 mmol/l. The sample was repeated twice with 4.2 mmol/l. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer replaced the sample probe on (B)(6) and has had no further issues.